Event description:
It was reported the device alarming error code: 46011. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. Visual inspection noted a scratched liquid crystal display (lcd) lens, lifted "dso" seal. The complaint was confirmed and the reported "error code: 46011" problem was verified by visual inspection. Powered up the device, found continuous alarmed error code 46510 due to inoperable "mpu" board. It was unknown what caused the board to be inoperable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The main board was replaced, and the device passed all functional and delivery tests.